Manufacturer narrative:
Exemption number: e2013009. Berlin heart inc. (Importer number: (B)(4)) is submitting the report on behalf of berlin heart gmbh(manufacturer). The excor blood pump, s/n (B)(4), was in use by the patient from (B)(6) 2017 until (B)(6) 2018 (50 days). We have reviewed the production records of the excor blood pump, s/n (B)(4). This pump was produced according to our specification. The blood pump is designed with a triple layer membrane separating the air chamber from blood chamber for safety reasons. The entire membrane consists of an air-side layer, a middle layer and a blood-side layer. In case of disruption in one of the triple layers, there are two more layers that will maintain the integrity of the air and blood chambers. Initial visual inspection of the returned pump indicates a possible defect of the blood-side layer of the triple layer membrane. Investigation of the returned pump is currently ongoing.

Event description:
The site called berlin heart inc. On (B)(6) 2018 to report that blood was visible around the membrane of the left excor blood pump on a patient supported with excor vad system in a bvad configuration. The clinic provided berlin heart inc. A picture of the event. Upon evaluation, berlin heart inc. Recommended an immediately exchange of the affected excor blood pump. The affected left excor blood pump was exchanged by trained personnel in the clinic. The replacement of the blood pump was without complications and the patient is doing well.

Manufacturer narrative:
Exemption number: e2013009. (B)(4). During initial visual examination of the returned blood pump, reddish-brown deposits could be detected in the membrane interstices. This leads to the presumption of a defect in the blood-side layer. No air cushions were detected between the membrane layers. Functional testing of the returned pump indicated that it met its required functional specification. For further investigation, the pump was disassembled and the membrane layers were examined individually. Here, a leak was detected in the blood-side layer, close to the pump housing. At the time of investigation, a reduced membrane thickness was noted at the edge region of the membrane where the leak is located. The remaining two layers were found to be intact. During normal pumping function, membranes can get stressed, as results if membrane thickness was below the required thickness, there is a possibility that membrane leakage can occur at the thinnest point of the membrane. A reduced membrane thickness was found to be the cause of the membrane rupture. The pump membranes are made by a manual dipping process by operators, therefore, a minimal variability in membrane thickness is possible.